Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-485 a patient isolate was misidentified. The user specified organisms proteus mirabilis and escherichia coli. The final result was verified using maldi and chromogenic agar. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of proteus mirabilis and escherichia coli when using phoenix panel nmic/ID-485 (catalog number 449526) batch number 5182841. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates p. Mirabilis a29906, e. Coli 11421 and e. Coli 11002 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is unable to be confirmed. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic/ID-485 a patient isolate was misidentified. The user specified organisms proteus mirabilis and escherichia coli. The final result was verified using maldi and chromogenic agar. No health impact or consequence reported.